Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor triggered threshold suspend. Customer's blood glucose was 133 mg/dl and sensor glucose was 64 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
We inspected one opened and used enlite sensor. We performed continuity resistance test and sensor failed per specifications.